Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report #: 1627487-2015-07370. It was reported the patient experienced a headache following a trial procedure on (B)(6) 2015. As a result, the trial leads were removed and a blood patch procedure was performed on (B)(6) 2015. Follow-up revealed the patient was admitted to the hospital for 10 days due to bacterial meningitis and the headache continues.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07370. Follow-up revealed the headache has resolved.